Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed calibration errors. The insulin pump went into threshold suspend. Customer's blood glucose level was 402 md/dl but her sensor glucose reading was 266 mg/dl. The sensor and blood glucose reading difference was not within an acceptable range. The device was not returned.